Event description:
Customer reported a disconnection of the jugular catheter without alarm. This case reported to baxter by the french authorities. During a hemodialysis treatment in 2004. The pt became agitated and pulled their jugular catheter out. The pt was connected to baxter system 100o hemodialysis instrument. The customer reported that no alarm occurred and the instrument did not stop. There was no clinical consequence but there was risk of hematoma and hemorrhage at the puncture point. The pt was reconnected and the session resumed.